Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, the black box showed evidence of a short battery life resulting in a cs 128 (replace battery) alarm. The pump powered on with the returned battery cap. There was evidence of moisture contamination inside the battery compartment. The current draws were within specification. A leak test showed a battery compartment leak. The pump case was removed and there was no additional moisture inside the pump. A "battery life" issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.method code:(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue, moisture in the battery compartment, short battery life, pump has given low battery warnings, no replace battery warnings. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.